Event description:
It was reported that wake button on customer's pump had become difficult to use and eventually stopped working, so pump screen either stayed on or would not wake without connection to usb cable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor provided replacement pump while awaiting returned device; no additional information was received regarding the outcome of the event.